Manufacturer narrative:
Additional devices listed in this report: cat 6260-6-212 pshp 165mm t1 neu stm 2x12mm lot code 15208401; cat 6260-9-240 cocr lfit head 40mm/+4 lot code wdmmje; cat 2030-6535-1 6.5 cancellous bone screw 35mm lot code toemmd; cat 502-11-54e trident hemi cluster hole shell lot code 26130101. It cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. It was noted that the devices are not available for evaluation as the devices remain implanted. The information in this report was provided by the patient. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Devices implanted.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding pain involving a trident liner was reported. The event also described that the hip was "locking up" but this description is vague and further clarification is needed for further investigation. The event was not confirmed. Medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as clarification of the event, operative reports and x-rays as well as further patient history, documented evidence of the event and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain is a known possible adverse outcome of surgery.

Event description:
It was reported that the patient's pain has been getting worse in the last 4 months. Patient is also reporting that the hip has been locking up.

Event description:
It was reported that the patients pain has been getting worse in the last 4 months. Patient is also reporting that the hip has been locking up.